Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. Reportedly, there was moisture ingress present in the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported as the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
Follow-up #1: date of submission: 11/02/2016. Device evaluation: the device has been returned and evaluated by product analysis on 10/14/2016 with the following findings: during investigation, the battery compartment was cracked from the top above the pad to the cover. A leak test was performed and failed due a leak in the battery compartment. Evidence of moisture corrosion was found only in the battery compartment. Unrelated to the original complaint, a cracked in the base between the case seal and the keypad was found. Additionally, the audio bolus button was torn/punctured but responded appropriately to user input.